Manufacturer narrative:
All of the buttons are functioning properly however, found corroded keypad traces. No button error alarm during testing. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarm noted during bolus and basal delivery; the motor was tested outside of the device and passed. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, broken belt clip slot, broken battery tube threads and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was unknown. The customer states the buttons are unresponsive. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.